Manufacturer narrative:
Product analysis of part # 875777; lot # jm19g002 visual inspection confirmed the handle of the instrument has broken due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was cervical spondylotic myelopathy. It was reported that, the when the cage was placed in the intervertebral disc space using the catalyst inserter, the inserter handle was damaged. The levels treated were c4/6. No additional treatment or surgery performed as a result. There were no patient symptoms or complications reported.